Manufacturer narrative:
The initial report submitted to FDA had an incorrect MFR# of 3003464075-2015-00039. This report provides the corrected MFR number of 3003464075-2016-00002.

Manufacturer narrative:
The involved cycler was evaluated by the local distributor and passed all performance and verification testing with no trouble found. The involved cartridge could not be definitively identified and could not be evaluated. The design history file for each of the two lot numbers present at the center were reviewed and met all requirements in the manufacturing process prior to release. All available information supports that the product was functioning as designed and there was no malfunction. The root cause of the patient symptoms cannot be determined. Hemolysis and hypertension have multiple contributing factors and although the available information supports that the nxstage equipment and therapy was functioning as designed, a relationship between nxstage treatment and the patient's reported symptoms cannot be excluded. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
On (B)(6) 2015 it was reported that a patient had a hypertensive crisis followed by a diagnosis of hemolysis within 2 hours of dialysis treatment with nxstage therapy. Unspecified emergency treatment was provided for the patient which resolved the episode within 24 hours.